Event description:
Per complaint (B)(4), the patient experience intermittent painful sensation apically and facially. The patient wanted the implant explanted after surgical re-entry did not resolve issue.